Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 122 mg/dl at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement test. Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. Insulin pump was received with cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.